Event description:
Healthcare provider reported a left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified yellow particles in device inner surface, one crack opening and total delamination of valve. Leak test and microscopic analysis was performed which identified: total delamination of valve, one crack opening and three openings striated. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure. One opening crack assessed as cracked valve seat diaphragm valve. Three openings striated in the side posterior/anterior assessed as surgical damage further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.